Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was returned for analysis. Visual inspection found a buckled upstream occlusion seal. Review of the event history log showed ¿cassette not attached properly," and "cassette damaged¿ alarms. A functional test was performed the reported issue was duplicated. The cause of the reported issue was due to a faulty sensor. As a result, the downstream occlusion sensor and upstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a constant "cassette not attached properly. Reattach cassette." Alarm. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.